Event description:
Pt who had gone into cardiac arrest, was revived with the use of a defibrillator. While being transported to ICU, the pt's heartrate was being monitored with the defibrillator device. En route, the defibrillator shut itself off, the pt went into asystole, the pt was revived in ICU, and the pt subsequently died.